Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a link break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after an interventional percutaneous transluminal angioplasty (pta) procedure with a 6f sheath. Reportedly, with both devices a cuff miss occurred since no suture was found upon pulling the plunger. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.